Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alert even after rewinding, loading new reservoir, changing new set, changing site and still getting the no delivery alarm. Customer was assisted with troubleshooting and was advised to try new reservoir and the issue was resolved. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.